Manufacturer narrative:
Additional information section: d6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is experiencing sound again. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. Device testing revealed results within normal limits. External equipment has been exchanged and programming adjustments have been made; however, the issue did not resolve. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.